Event description:
It was reported that during a shoulder arthroscopy surgery, the pump flow was erratic. The tubing was changed out but did not improve the flow. Swelling occurred outside of the joint. No other medical intervention was required.